Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Date of event: estimated date of event. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. There was no device malfunction. The lot history record (lhr) could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of vessel dissection, embolism, myocardial infarction (mi), perforation and thrombosis, as listed in the emboshield nav6 instruction for use (IFU), are known possible complications associated with carotid stents and embolic protection systems. It should be noted that per the IFU, the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material while performing angioplasty and stenting procedures in carotid arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Emboshield nav6 embolic protection system for lower extremity indication. [(B)(4)].

Event description:
It was reported through a clinical study report identifying that the emboshield nav6 embolic protection device (epd) may be related to adverse patient effects of thrombosis, distal embolization, myocardial infarction, dissection, perforation, occlusion and intervention. Details are listed in the attached report, titled emboshield nav6 embolic protection system for lower extremity indication. Please see report for additional information.